Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total knee replacement procedure, just in the beginning of the closure the device¿s little anchoring loop came loose and could not be used, which happened three (3) times in the same procedure. A new device was used in order to complete the case. No patient injury.